Manufacturer narrative:
(B)(4).

Event description:
A home patient in the (B)(6), who is new to dialysis was undergoing a dialysis treatment which included a polyflux 210 h. The patient complained of itchiness all over their body post dialysis since they started dialysis at home. The reaction occurred a few hours after the patients¿ dialysis sessions with spots on the arms, legs and back of the neck. The nurse believed that the patient was allergic to the dialyzer. The dialyzer was changed back to another brand and the patient did not have any more episodes of itching and spots following the dialysis treatment. The occurrence date of the event is unknown therefore the date of event in the report is an estimated date.